Event description:
It was reported that during the device change out, the right atrial (ra) lead was inserted into the new device and tightened down, the lead was able to be pulled back out. Upon inspection, the ra lead appeared to have a metal covering on the distal pin. It was uncertain if the metal covering was a piece of the ra lead or had broken off from the old replaced device header. The metal covering, described as a metal piece that covered the actual pin, was removed. The lead was reinserted into the new device in a second attempt and tightened back down with no further header connection issues. The lead was tested with good results and remains in use. The old device was removed and replaced with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 4058m58 lead, implanted: 1992-(B)(6). (B)(4)